Event description:
During patient use, the autopulse platform (sn (B)(4)) shuts off following a patient defibrillation in the ambulance. The customer inserted a fully charged battery and the autopulse powered on, however; during a second patient defibrillation in the emergency room caused the autopulse platform to shuts off again and it would stay off. Per reporter, the autopulse platform was not connected to the defibrillator. The autopulse did not prompt any "low battery" or error message. There was no electrical arcing noted. The patient is larger than normal, however; was completely dry (no incontinence, sweat or other secretions), and therefore; no electricity could have gone through from the patient to the autopulse platform. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) shuts off was confirmed based on the review of the archive data but was not confirmed during functional testing. Based on the archive data review, the platform shut off due to drawing too much current cause by the patient weight, larger than average. There was no physical damage observed on the returned autopulse platform during the visual inspection. During the archive data review, it showed the autopulse platform shutting off due to higher than usual resistance from the patient's body and the data recorded that the patient weight was larger than average, thus confirming the reported complaint. The platform shutting off was not caused by the defibrillations, but was caused by high current draw due to the larger patient and caused significant battery drain. The autopulse passed the initial functional test without any fault or error. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests.